Event description:
It was reported that the implantable neurostimulator and leads were replaced because the recharging frequency had increased and the battery was not holding a charge. The patient had also not been receiving the same therapeutic benefit as she previously had received. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of internal neurostimulator lead # 37713, model # njk711531h, found the battery not in new condition. No significant anomalies. Analysis of one lead model # 3587a21, lot # n064916, found the outer insulation of the body melted by a suspected cautery artifact. No significant anomalies found. Analysis of the second lead model # 3587a21, lot # n064916, found the outer insulation of the lead body was cut. No significant anomalies found.

Manufacturer narrative:
Lead: model 3587a, lot# n064916, implanted: (B)(6) 2006, explanted: (B)(6) 2012; lead: model 3587a, lot# n064916, implanted: (B)(6) 2006, explanted: (B)(6) 2012; extension: model 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk; adaptor: model 3550-29, lot# n145490, implanted: (B)(6) 2008, explanted: (B)(6) 2012; recharger: model 37752, serial# (B)(4). (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.